Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comments of a beeping sound, non-responsive stylus, "serious programmer problem" error, the display would not stay up and the door was broken. It was additionally noted that the printer drawer paper guide was missing, the upper case was damaged, there was a small amount of corrosion localized on the power supply and bulkhead near the radiofrequency head connector, that the right post was loose on the radiofrequency transceiver and that there were damaged rubber pads on the lower case. All found defective parts were replaced to resolve.

Event description:
It was reported that when powered on the programmer made a continuous beeping sound and that the stylus touch pen is then non-responsive. It was further reported that a "serious programmer problem" message was generated, that the display screen would not stay up and that the door was broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.